Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer re-calibrated the calcium assay and ran patient correlations. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran service checks, quality controls and patient correlations, all of which were acceptable. Based on a continuing concern by the customer, the cse was re-dispatched to the customer site. The cse replaced the reagent 1 (r1) and sample 1 (s1) probes and drains. The cse ran quality controls and patient correlation, which were acceptable. The cause of the discordant, falsely low calcium results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista 500 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.